Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product was returned. A review of the customer provided photo confirmed the complaint. The root cause was due to the supplier. The device history record (DHR) is retained at the supplier and was not readily available. If the device is returned the complaint will be re-opened for further device analysis.

Event description:
It was reported, that the customer stated, a foreign body was found inside the sealed package. No patient involvement reported. There was no damage or injury.

Manufacturer narrative:
B3: date of event, and d4: UDI section are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.